Event description:
Pt underwent lt oopherectomy; rt colectomy on 8/26/98 with no complications noted. On 8/28/98, pt returned to or for closure of wound dehiscence. During exploration dr noted that # 0 biosyn suture was broken mid-strand.